Manufacturer narrative:
It was reported by customer's sister that the cause of death was hyperosmolar hyperglycemic state, complication from years of diabetes.

Event description:
It was reported that the customer passed away. Customer's sister stated that the customer received a new insulin pump and she was experiencing low blood glucose readings. Cause of death was noted to be natural causes. Sister stated that the customer removed the insulin pump a day before the hospitalization due to blood glucose readings of 54 mg/dl. Customer did not make it to the kitchen and she passed out. Emergency was then called and customer was taken to the hospital. Insulin pump was requested to be returned. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.